Event description:
It was reported via clinical study, that the 73 yo female patient experienced patellar tendinitis of the right knee, especially when going up and down the stairs (anterior knee pain). The date of adverse event onset is (B)(6) 2017. The patient was treated with exercise modification and prp injection. The patient¿s outcome was last known as continuing.

Manufacturer narrative:
Concomitant medical products : concomitants: serial #: (B)(4) , category #: 02-010-06-0320 - logic cc femoral size 2, right, serial #: (B)(4) , category #: 02-012-50-2011 - logic fit/rbk augment 1/2 block sz 2, 5mm, serial #: (B)(4) , category #: 02-012-50-2011 - logic fit/rbk augment 1/2 block sz 2, 5mm, serial #: (B)(4) , category #: 208-06-02 - cc distal fem augment sz 2, 10mm, serial #: (B)(4) , category #: 208-06-02 - cc distal fem augment sz 2, 10mm, serial #: (B)(4) , category #: 02-012-60-1480 - logic stem ext 14mm x 80mm, serial #: (B)(4) , category #: 02-012-60-1440 - logic stem ext 14mm x 40mm, serial #: (B)(4) , category #: 02-012-61-4000 - logic offset stem ext coupler 4mm, serial #: (B)(4) , category #: 02-012-66-2000 - metaphyseal tibial cone, ml32mm, serial #: (B)(4) , category #: 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t.